Manufacturer narrative:
The commander delivery system was returned for evaluation after being used in procedure. The esheath was not returned. The balloon was separated near the inflation/crimp balloon bond, and the balloon material was compressed/pushed up distally to nose tip. The returned commander delivery system was visually inspected. The crimp balloon was torn and separated proximal to the bond with the inflation balloon. Heavy folds/wrinkles were seen at distal portion of the balloon. This was a result from straightening out the compressed balloon material as observed on the returned device. No other abnormalities were observed. The crimp balloon double wall thickness measurements were taken with a digital blade micrometer, and met specification. No relevant functional testing was performed due to the condition of the device (torn balloon). A DHR review was performed for the components listed in the table below, since these components are the most relevant to this complaint event. These work orders did not reveal any issues that could have contributed this complaint. Review of complaint history reveals that the occurrence rate does not exceed the february 2016 control limits for this trending category. No IFU/training deficiencies were identified. During manufacturing, the balloons are 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. It is also 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. It is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow¿s feet, gel spots, fish eyes, and scratches. During manufacturing, the delivery system undergoes the multiple 100% inspections related to balloon torn, including 100% visual inspection of balloon under 2.5x minimum magnification while the balloon is inflated for kinks, bends, balloon scratches, separation or damage of bond site and cleanliness. These inspections stated above support that it is unlikely a manufacturing nonconformance was the source of the complaint. The complaints for ¿balloon torn and withdrawal difficulty through sheath¿ were confirmed based upon visual inspection of the returned sample, but no manufacturing non-conformances were observed. Based on the investigation, two factors were identified that may have contributed to the (withdrawal difficulty through the sheath): non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath. Residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system through the sheath. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system through the sheath, it could result in the material failure (balloon torn/separation). While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required per sop5101 rev q. No related complaints were confirmed in 2014, therefore no control limits were established for 2015. Given that there have been at least 3 occurrences per month for october, november and december, an actionable threshold was reached. Per management discretion, the decision has been made to initiate a product risk assessment (pra) for further assessment of the issue. The complaints were confirmed for ¿balloon torn and withdrawal difficulty- through sheath¿, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified. A review of complaint history revealed that the occurrence rate exceeds an actionable limit. Due to the high criticality level for this failure mode, a pra has been initiated for risk assessment and consideration for potential for further escalation.

Event description:
Post transfemoral procedure, ¿there was a lot of resistance while removing the delivery system from the sheath¿ and the proximal end of the balloon (under the balloon close to the inner catheter) was ruptured transversally. The devices will be sent back. 3 mensio CT area 555 mm² (29 mm = + 16.9 % os). No bav was performed. The delivery system was prepped with 2 cc less of contrast volume. The s3 was advanced and positioned with the bottom of the center marker at the base of the cusps. Deployment was done under rvp. Final valve position is 90:10 aortic/ventricular. No pvl was noted on echo. Sheath removed and rfa closed. Final runoff angio revealed brisk distal flow. Patient left the room in a stable condition.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Post transfemoral procedure, ¿there was a lot of resistance while removing the delivery system from the sheath¿ and the proximal end of the balloon (under the balloon close to the inner catheter was ruptured transversally. The devices will be sent back. Three mensio CT area 555 mm² (29 mm = + 16.9 % os). No bav was performed. The delivery system was prepped with 2 cc less of contrast volume. S3 advanced and positioned with the bottom of the center marker at the base of the cusps. Deployment was done under rvp. Final valve position is 90:10 aortic/ventricular. No pvl was noted on echo. Sheath removed and rfa closed. Final runoff angio revealed brisk distal flow. Patient left the room in a stable condition.